Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip tip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and would not clip the first time that it was used. The instrument worked as intended the second time and would not clip the third time. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage noted. The issue was identified while the surgeon was clamping on a vessel or tissue. The surgeon was using medium-large hem-o-lok clips. The tissue was not bundled greater than the specific diameter suggested. The customer believes the issue was identified during the first application. The customer utilized a new clip application for the remaining procedure.